Event description:
It was reported that the dallas fire department was dispatched to a cardiac arrest call and after approximately 18 minutes of monitoring the pt, they charged up the device for defibrillation and 2 seconds later, the charge was removed. The crew then attempted to charge again 2 minutes later with the same result, then again another 2 minutes later with the same result. The crew was using hard paddles on the pt during the event. The customer advised that an intern was at the controls of the device during the event and very well could have hit the energy select button when the device was charged, instead of the shock button, which would remove the energy. The pt did not survive.

Manufacturer narrative:
(B)(4): physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A clinical review of the reported event determined that the device use may have contributed to the pt's outcome. The ECG rhythm was showing as ventricular fibrillation (vf) and the device was charged three separate times, but each charge was removed rather than delivered to the pt. The customer believes that the energy select button was pressed by an intern user rather than the shock buttons on the paddles, causing the charge to be dropped. At least 6 minutes elapsed before the ECG leads were removed at which the rhythm was still showing vf. It is unk if another device was used on the pt. The reported event was determined to be caused by use error.